Event description:
Initial result for a patient troponin t was 0.319. When repeated, the result was <0.010. The incorrect result was not used to guide therapy. The field service representative found the measuring cell was bad and repaired the instrument by replacing the measuring cell.